Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was described as an inconsistent leak from the probe on the instrument. The volume was reported as 2 to 3 drops and the leak was contained. The operator was wearing gloves and lab coat when the leak was identified. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer evaluated the instrument and found the probe wipe was dirty and had a large amount of buildup inside the ports. The fse replaced the probe, o-rings, and the probe wipe to resolve the leak. (B)(4).